Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator the explanted devices were not returned to bsn.

Event description:
A report was received that received that the patient developed an infection at the back of the head where the leads were located. Symptoms were redness, drainage and swelling. The patient was prescribed antibiotics and underwent an explant procedure. It was believed that the infection was self inflicted since the patient was itching. The infection was not device or procedure related.